Event description:
It was reported that the device was alarming cassette was not attached when the cassette was attached. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for analysis of complaint that the device was alarming cassette was not attached when the cassette was attached. Review of service history found repeat repair, cassette not attached. Review of event log found cassette not attached error. Visual and functional testing was performed. Complaint of cassette not attached error cannot be confirmed through cassette test. Probable cause of complaint was cassette.